Event description:
During preventive maintenance, stryker observed that the customer's device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. Stryker informed the customer to remove the device from service. The customer will receive a replacement device.